Event description:
It was reported that during a supply change the cartridge would not fit into the pump, despite correct orientation and appropriate fill; attempts with a cleaned chamber and an empty cartridge also failed, and the user later identified a stuck cartridge plunger in the reservoir component, removed it via a fill tubing step using pliers, rewound the pump, and then successfully attached the cartridge, consistent with a fitting problem of the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stuck plunger within the reservoir that caused the fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.